Event description:
The customer observed a falsely elevated architect ca19-9xr result for a 64 year old male patient diagnosed with pancreatic cancer. The following data was provided: initial result with 1:10 dilution = 677.2 u/ml, repeat = 572.7 u/ml, repeats with no dilution was 1200 u/ml and 1200 u/ml, previous result was 1200 u/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-39 has a similar product distributed in the us, list number 2k91-33.

Manufacturer narrative:
The complaint investigation for falsely elevated architect ca 19-9xr results included a search for similar complaints, and review of the complaint text, trending data review, labeling review, and device history records review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review on lot 46242fp00 did not show any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The historical performance of reagent lot 46242fp00 was evaluated using worldwide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 46242fp00 is inside the established control limits, which indicates acceptable product performance. Based on the investigation no systemic issue or deficiency of the architect ca19-9xr for lot number 46242fp00 was identified.

Event description:
The customer observed a falsely elevated architect ca19-9xr result for a 64 year old male patient diagnosed with pancreatic cancer. The following data was provided: initial result with 1:10 dilution = 677.2 u/ml, repeat = 572.7 u/ml, repeats with no dilution was >1200 u/ml and >1200 u/ml previous result was >1200 u/ml no impact to patient management was reported.